Event description:
No patient and/or procedure were involved with the reported phenomenon. The reported phenomenon was discovered during reprocessing.

Event description:
The end user facility contacted olympus to report a repair request for image quality issues and the suction cylinder partially coming out of a bronchofiberscope. During preliminary evaluation and inspection of the subject device, the forceps were found to have been shaved from physical stress. This MDR is being submitted due to the shaved forceps. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problems have been confirmed; the image guide bundle had damage, causing imaging issues, and the cylinder was damaged/deformed. The shaved forceps channel port was also confirmed. Preliminary evaluation and inspection of the subject device also uncovered a damaged control unit causing leakage, a scratched objective lens, a discolored light guide lens, chipped a-rubber adhesive, and a scratched connecting tube. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the endo therapy accessories or metal part of the cleaning brush may have touched the biopsy channel port during insertion/withdrawal of those products, which likely caused the shaved forceps. Olympus will continue to monitor field performance for this device.